Event description:
It was reported that noise was observed on the ventricular channel. Pacing was inhibited. Insulation damage was suspected. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.